Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: patient identifier patient 1 (B)(6), patient 2 (B)(6). This report is being filed on an international product, list number 6c37, that has a similar product distributed in the us, list number 1l79.

Event description:
The customer reported multiple (B)(6) patient results generated using the architect anti-hcv reagents. The following data was provided (s/co). Patient (B)(6) - tested using lot 64064li00 initial (B)(6), repeat (B)(6). Tested using lot 62098li00 (B)(6). Previously, the result for this patient was (B)(6), using lot 62098li00. Patient(B)(6) - tested using lot 64064li00 initial (B)(6), repeat (B)(6). Tested using lot 62098li00 (B)(6). Tested using an unknown lot (B)(6). Previously, the result for this patient was reactive, (B)(6), using lot 62098li00. No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling, and accuracy testing. No adverse trend was identified for the customer's issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The product was available for return. However, review of the abbott control values at the site indicated normal performance comparable to retained kit performance. Retained kits were used for testing as part of this evaluation. Internal panels were tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix (B)(6) seroconversion panels (B)(6)). The seroconversion panel results were compared to architect (B)(6) test results provided by (B)(4). Architect (B)(6) reagent list 6c37-27 lot 64064li00 detected the same bleeds as (B)(6) with comparable s/co values for the seroconversion panels. Testing showed sensitivity performance of the likely cause lot was acceptable. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified.